Manufacturer narrative:
Date of report: 20jun2019. Date rec¿d by MFR:19jun2019. The field service engineer confirmed the touchscreen issue and found the problem was with the cpu pcba. The field service engineer replaced the central processing unit (cpu) board and digital power control board (pcb) and corrected the reported issue submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
He customer reported that the touchscreen malfunctioned. There was no patient involvement. The event date was not specified; estimate used.